Manufacturer narrative:
The leica m525 f20 had been moved by one of the technicians in a surgery room during preparation. The swing arm was in an open position. The ac power plug was connected to the wall and part of the cable was on the floor and blocked one of the wheels. The technician pulled the swing arm in order to move the optic carrier on the center of the surgery bed. The wheel struck at the cable, the microscope lost balance and fell on the side. Description on how to position leica m525 f20 microscope system unit at the operating table is described in the user manual. The unit must be in the transport position with footbrakes released when moving the unit to the operating table. Moreover, the unit must be carefully moved over the operating table by the handle and into the required position for the operation. In addition, a reference in the user manual is made on how to move the unit in the transport position. The following warnings must be taken into account: for transportation, always move the leica m525 f20 surgical microscope into the transport position. Never move the stand while the unit is extended. Never roll over cables lying on the floor. Always push the leica m525 f20 surgical microscope, never pull it. It is also described that the surgical microscope can move without warning. Hence, as a caution, the footbrake must be in the lock position when the microscope is not being transported/moved. Moreover, the transport position is also illustrated in a label, which is adhered on the stand and is visible to the user. Based on the manufacturer's investigation, the warnings and information in the user manual were not followed. Hence, the malfunction was caused by user error.

Event description:
On (B)(6) 2010, leica microsystems rec'd a complaint from a customer stating that during preparation and while moving the leica m525 f20 microscope, a cable blocked the wheel and the microscope unit lost balance and fell on the side. No pt or user was injured.